Manufacturer narrative:
H6-investigation type 4110: lens work order search- no similar complaint event(s) within associated lots were found. Over/ under correction is identified in the labeling as a known potential adverse event following icl implantation. Claim# (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced a refractive change over time and transient loss of bcva. The lens remains implanted. No further information has been provided. If additional information is received, a supplemental medwatch report will be submitted.